Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 09-sep-2025. Investigation summary a total of 100 retained samples from each lot number provided were visually inspected, and no additive abnormalities were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Factors that may contribute to clotting and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd had received samples for lot 5118348 via related complaint (B)(4). Bd was unable to duplicate the customer¿s indicated failure modes (erroneous results-hemoglobin, hematocrit) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned (lot 5118348), retention (lot 5118351), and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of all study samples demonstrated clinically acceptable performance for all visual observations evaluated including clotting. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. This complaint has not been confirmed for lot 5118348 or lot 5118351 for the indicated failure modes clotting and erroneous results-hemoglobin, hematocrit. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 2: it was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there were clots in the sample leading to erroneous results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there were clots in the sample leading to erroneous results. No adverse impact was reported regarding the patient or user.